Event description:
A customer contacted beckman coulter inc., (bci) and reported that glucose (glucm) samples did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. Customer would not provide the actual results that were reported for each of the patient samples. Patient treatment was not affected.

Manufacturer narrative:
Qc data from the instrument indicates increased imprecision prior to the event. Calibration failed after the event. Customer had cleaned the cup and sensor, flushed module reagent and drain lines and replaced the stir bar. Service call was not initiated or generated. As of (B)(4) 2011, no other problems were seen. Root cause is unknown.